Event description:
It was reported that a force sensor test error was experienced.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no physical damage. Event log history was performed and indicated that force sensor error was recorded in history. During analysis, the reported issue was able to be duplicated. The force was out of calibration, recalibrate the force and the issue were resolved. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Force sensor test error was found at power up and the reading force sensor is out of specifications due to normal wear. The reported problem was found in the event history log. The sensor was calibrated. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.